Event description:
The patient obtained a 24 mg/dl and 27 mg/dl on the reported meter, while having no symptoms of high or low blood glucose levels. The reporter contacted their physician and made an appointment. At the appointment, the patient had a blood glucose level of 300 mg/dl. They were diagnosed with a urinary tract infection and prescribed antibiotics. No treatment for diabetes was administered during the appointment. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative discovered that the meter was being cleaned with control solution and the calibration code was set incorrectly. The csr walked the reporter through a check strip test and the result fell within specifications. The control solution test failed with the reported lot of test strips and fell within specification with a new vial of test strips. Patient's test strips were replaced.